Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the bag and a line of the homechoice cassette which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error (se) 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it had been determined that there was a loose connection between the bag and a line of the cassette that led to the se 2240. The patient cycled the power on the machine to clear the alarm and was going to setup with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.